Event description:
During acl reconstruction surgery, the orthopedic surgeon was harvesting semitendinosus tendon using a large closed tendon stripper instrument. The top cylindrical portion broke off and dislodged subcutaneously in the thigh. An additional incision was required to retrieve the broken instrument from the thigh and required and sutures. Additional x-ray was taken to verify no retained fragments. Manufacturer response for large tendon closed tendon stripper, (brand not provided) (per site reporter): product representative has been informed. Will obtain item for testing